Event description:
It was reported to philips that the device is frozen and makes a "squeaking" noise when attempting to reboot. No patient harm or injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.